Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support on (B)(6) 2026 that the liberty select cycler was alarming with m71.2 pressure leak alarm in step 1 of setup. The patient was not connected during the incident. Contact rebooted the cycler multiple times and attempted to re-setup; however, the warning reoccurred each time. At that point in time, the technical support representative advised the patient to discontinue using the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. The cycler was returned to the manufacturer, and upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior no showed signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2443 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. System air leak test passed. Valve actuation test passed. Post-ast 2hour's 15mins 8500ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s). The actual device was returned to the manufacturer for physical evaluation. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.